Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to pain over the greater trochanter area with ¿suspicion about probable deep scar entrapment iliopsoas and it band¿. Reportedly, the patient was not harmed beyond the described event. Responses to the information requests have not been provided as of the date of this medical assessment. Without the requested medical documentation, the clinical root cause of the reported event could not be definitively concluded, although the reported ¿probable deep scar entrapment iliopsoas and it band¿ was suspected. The patient impact beyond the reported pain and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after a thr, a revision surgery was performed on (B)(6) 2021 due to pain over the greater trochanter area. There is suspicion about probable deep scar entrapment iliopsoas and it band. The r3 0 degree liner 36 x 52 was replaced with 71335752 (20fm11675). The patient was not harmed beyond the described event.